Event description:
It was reported that the device was not reading proper temperature event happened during preventative maintenance.

Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
Received one device. Visual inspection found no damage, the customer-reported issue was able to be replicated through a calibration check. The unit would read 42.4°c when the thermometer was at 42°c. The probable cause of the customer's reported issue was that the unit was out of calibration. The customer-reported issue was resolved by calibrating the unit. Performed calibration, electrical test, and performance verification tests (pvt). The unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.